Manufacturer narrative:
As part of normal complaint f/u, an eval was initiated by mako surgical with regard to the event. The surgeon noted that poor patella tracking led to the revision; the issue was remedied when the correct size patellofemoral component was implanted. Proper pre-operative planning can serve to prevent similar occurrences. An investigation is in progress and if the final results reveal a different root cause, this report will be updated.

Event description:
The surgeon had performed a bicompartmental onlay partial knee arthroplasty using the mako robotic arm interactive orthopedic system (rio) on (B)(6) 2011. The pt presented with patella tracking issues, and was scheduled for a revision on (B)(6) 2012. During the procedure, the surgeon removed the size 6 patellofemoral implant component, and replaced it with a size 7 patellofemoral component, after making the necessary resections using mako manual instrumentation. After inserting the trial and articulating the joint manually, the surgeon was satisfied with the patella tracking, and implanted the patellofemoral component.